Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high impedance, undersensing, and no capture. The physician suspects a lead fracture per chest x-ray. The lead and device detection was programmed off. The lead was capped and a new lead was implanted. . No patient complications have been reported as a result of this event.